Manufacturer narrative:
Covidien reference: (B)(4). Investigation of this fault by third party indicate the root cause is excessive voltage or current over extended period of time would fail. If the power supply failed in this manner, with a bps installed, during ventilation the vent would continue to run on backup battery power. The appropriate audio and visual alarms would enunciate. If no bps was installed an independent alarm would sound for at least two minutes.

Event description:
Report received that, during failure investigation, there was thermal damage seen on a component of the power supply.

Manufacturer narrative:
(B)(4).